Event description:
It was reported that during a laparoscopic cholecystectomy, the knife moved halfway but stopped moving and returned to home position when the trigger was released the at the 1st firing. Another cartridge was loaded, but the knife stopped where the knife stopped at the 1st firing. The device was fired by pulse-firing at the 1st and 2nd firing. The half staples were deployed. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Batch # t5e2713 additional information: the staples on the staple line where the knife moved were deployed properly. No additional port was needed because additional hand suture was performed. The surgeon commented that when the device was fired on the cystic duct, the surgeon thought he clamped the gallstone as well but it could not be confirmed. It is unknown why the knife stopped moving. The knife moved halfway and returned to home position as the usual firing. The knife reverse switch was not used. The patient¿s condition is stable. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with two gst60b (batch: 573a37) reloads loaded on the device. The reloads were received partially fired 1/2. The returned device and reloads were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple lines and cut lines were complete and the remaining staples meet the staple form release criteria. The partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.